Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation. The investigation found that both the left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 18.8 mmol/l (338.4 mg/dl) between 4 and 24 hours of wearing the pod. The reporter stated they administered additional boluses, but the bg levels remain high. The pod was removed and there were no issues observed with the pod. Device investigation found the cannula was torn.